Event description:
It was reported that this left ventricular (lv) lead exhibited impedances issue as the lead had dislodged to the coronary sinus. Subsequently, a revision procedure was performed. The lv was explanted and replaced. No additional adverse patient effects were reported.